Event description:
The blood glucose monitoring device generated a result prior to blood or control solution being applied to the test strip. It was stated before blood was applied to the test strip; a value of blood appeared however he did not take any actions based on it. A request was made for the return of the suspect device and replacement product was sent.